Event description:
Revision surgery was performed due to cemented tibial and femur loosening, 5 months after the primary surgery.

Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 145573: 6 items manufactured and released on 24-oct-2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review, including 145573b released on 24-mar-2020. Expiration date: 2025-03-09. Additional device involved: batch review performed on (B)(6) 2022: gmk-primary 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 184106: 100 items manufactured and released on 2-oct-2018. Expiration date: 2023-09-18. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Preliminary investigation performed by r&d knee manager: analysing the femoral component picture received it is not possible to establish a certain root cause of the event. It is visible a mantle of cement attached to the femoral component and to the bone as well. The items are available and will be analyised.

Manufacturer narrative:
Visual inspection performed by medacta r&d knee manager: revision surgery of a cemented gmk ps implant after 5 months from primary surgery due to tibial and femoral aseptic loosening. From visual inspection of the removed components sent back for investigation, we can notice that no cement is still adhering the inner surface of the implant. Actually, from picture taken just after the revision surgery, some cement was at that time present on the femoral component; it was most likely then removed during the cleaning process. Poor interdigitation between cement and implant can be related to multiple factors, most likely not implant related (such as cementation process, temperature, time, presence of fluids on the surfaces of cement interface). Absence of cement, is not an evidence of a faulty device. Some dents and scratches are visible on the polished surface of the implant, probably caused during the procedure of implant removal. No other elements relevant for the event can be noted from visual inspection. From visual inspection, there is no evidence to suspect that the event is related to a faulty device.